Event description:
It was reported that an infection occurred. The patient was treated with oral antibiotics and the infection has resolved. The implantable cardioverter defibrillator (ICD) system remains in service. The patient is a participant in (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was incorrectly reported for infection, as information received from the clinical study revealed the infection was unrelated to the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant medical products: 5076-45, implantable pacing lead, implanted: (B)(6) 2013; unk-comp-accessory, implanted: (B)(6) 2013; 3830110, implantable pacing lead, implanted: (B)(6) 2013; g 0185, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).